Event description:
Vacuum extraction device was applied resulting in a minor subdural hematoma. Suction was applied three (3) times and pull was performed only during contractions. Total time suction applied for was 13 mins. Pt was discharged with no apparent permanent injury.